Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: investigation revealed an intact keypad with an intermittently responsive up arrow button. Upon removal of the keypad cover, contamination was found under all keypad contacts. Unrelated to the original complaint, the battery compartment was cracked. In addition, the pump case was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.